Event description:
During a left-sided atrial tachycardia, a pericardial effusion was noticed and confirmed by an intracardiac echocardiography. A pericardiocentesis was performed and it was unknown how much fluid was removed while the event was being reported, as well as the status of the patient. On (B)(4), received additional information requested from bwi representative stating that the outcome of the patient is a full recovery.

Manufacturer narrative:
The device has been disposed by the customer. Concomitant bwi products: carto 3 system, model # fg540000, serial # (B)(4). Stockert 70 system, model # s7001, serial # (B)(4). Cool flow pump, model # cfp002, serial # (B)(4). Thermocool sf non-nav, d-f, tc - model # bdi35dfrt, lot # unknown. Acunav 8f-90, model # 10135936, lot # unknown. (B)(4).